Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. A systems check was started, however, the customer declined to continue troubleshooting the issue with tandem technical support, therefore no additional information was obtained. Reportedly, the customer uses cold insulin, tandem technical support educated the customer cold insulin use is off label.